Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they had ¿the trial from hell.¿ the patient did not elaborate on the event information when patient services asked for clarification. No further complications were reported or anticipated. Additional information received from the patient indicated that they had the trial from ¿hell¿ because their lead wires moved the first night of the trial. They explained that their ribs were extremely painful. The patient stated that on day 5 of the trial, they finally did a scan, and found that the leads had moved. The patient noted that they asked for an extension of their trial. They mentioned that the last 2 days (day 6 and 7) of the trial were awesome. The patient stated that they were permanently implanted on (B)(6) 2018. No further complications were reported or anticipated.